Event description:
It was reported that the atrial lead was due to perforation. The doctor noticed an exit block on the atrial channel. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.